Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one used product was received for evaluation. Visual inspection of the returned syringe revealed that the filter was missing from the device. When wet, the filter acts as a barrier against the fluid leakage past plunger. A missing filter will likely result in leakage. It is possible, that due to the measurement taken of the plunger tip that the filter could not be properly assembled to the plunger tip. Due to no lot number provided, no further investigation could be conducted at this time. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly.

Event description:
It was reported, that "there was no vent filter, due to initial failure and blood was exposed". The event occurred, during patient use. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.